Manufacturer narrative:
B3:date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced post operative pain. Imaging showed that there was swelling and fluid squeezing out of the spinal cord. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the fluid was drained and removed to address the issue.